Event description:
Pt originally submitted info in 2005 that they discovered during a trip to ER for rapid heart beat that silicone breast implants are now ruptured, hyperthyroid, and pericardial effusion. Upon receiving the hosp reports, there are additional reports of problems: a 1cm granuloma on lung's right lobe, calcified lymph nodes in the right hilum, calcification of the anterior mitral valve leaflet.